Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the piezo alarm was suddenly generated while the device was in use on a patient. The cockpit blacked out and could no longer be operated. Reportedly, the ventilation continued with the latest settings. It was attempted to turn the power off and on again using the rocker switch, but the display did not light up. No health consequences for the patient were reported.